Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced a blood glucose (bg) level ranging from 27-29 mg/dl resulting in a loss of consciousness; cause was not known. The customer received third party assistance from a family member who provided carbohydrates to address bg. Additionally, it was reported that the customer intermittently experienced an elevated bg level of 367 mg/dl, resulting in a "broken nose". Cause was not known. A correction bolus was delivered and supplies were changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.